Event description:
The lay user/pt contacted lifescan (lfs) on july 31,2006 alleging low readings on her one touch ultra meter. A medical affairs specialist (mas) spoke to the pt on august 3, 2006 and obtained/verified the following info: on the morning in 2006, the pt was vomiting and was "out of it". Food or juice would not stay in her body. She tested her blood glucose in the morning (does not recall the time) and obtained a 120 mg/dl. She does not remember whether she took insulin that day because she was "out of it". Around 1:30 pm she tested her blood glucose and obtained a 120 mg/dl and her mother took her to the re because she was still vomiting. Fifteen mins later, the reading in the ER was 536 mg/dl. She was treated with insulin via IV and also "put on IV" to hydrate the pt. She was taken to another local hosp and was kept there over night. The diagnosis was ketoacidosis and the pt does not remember much and does not know why she was taken to another hosp. Pt ran out of the subject test strips; therefore, the customer care advocate (cca) ran a quality control test on her new strips and the test strips passed using the control solution. Readings the day before the incident were in the mid 100's. Pt took insulin the night before, however, does not know off hand how much she takes of humalog and lantus insulin. After the incident she was put on a new sliding scale. The complaint is being reported because the pt had symptoms, which did not correlate to her blood glucose readings on her lfs meter. A medical professional treated the pt for ketoacidosis.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.